Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a cryo atrial fibrillation procedure, the transseptal needle punctured the sheath of the introducer. The patient was taken to have a CT scan and no internal bleeding was noted. The procedure was then cancelled